Event description:
The customer received a questionable troponin t result for one patient sample. All results are in ng/ml. The initial result was 0.091 and was reported outside the laboratory. The patient had a second sample drawn 4-6 hours later on 06/04/2013. The result for that sample was 0.010 with a data flag which triggered a delta check. The customer repeated the first sample on the same analyzer with a result of <0.010 with a data flag. The sample was also repeated on another cobas e601 analyzer with a result of <0.010 with a data flag. The repeat result was believed to be correct. The patient was not adversely affected. The troponin t reagent lot number was 17291301 with an expiration date of 06/30/2014. The field service representative found there was a damaged sample seal piece and replaced it. He ran performance testing which was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.